Manufacturer narrative:
The initial reporter and facility name was unknown at the time of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system had a communication problem with the imaging system. The site was able to perform the 3d scan without error, all connections were green, but after the scan, the patient image would not send to the navigation system. The representative checked the communication configuration (ip gateway) and all were able to be verified with the imaging system. The representative then tried to manually send the patient scan directly to the navigation system but it was not successful. An attempt was made to reconfigure the ip address and re-send the scan, but it was not successful. There was no patient present when this issue was observed.